Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, implantable pacing lead, (B)(6) 2004; 5054, implantable pacing lead, (B)(6) 2004; 5568, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) implantable pulse generator (ipg) was incorrectly measuring the longevity of the device. The programmer longevity tool was used to correctly measure the longevity of the device. No patient complications have been reported as a result of this event.